Event description:
User reported the bgstar was giving "hi" error instead of readings. The patient took bolus insulin to correct which resulted in hypoglycemic symptoms.

Manufacturer narrative:
The device has not been returned to the MFR. A review of both the owner's guide and similar complaints was performed. The root cause of the incident could not be determined based on the limited information provided. Bolus insulin may have contributed to the patients hypoglycemia.